Manufacturer narrative:
Product ID neu_unknown_prog, serial# unknown. Product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the hcp saw the patient at the end of (B)(6) 2020 and increased their dose. The hcp did not notice the discrepancy in programming vs concentration until after the patient was sent home. The hcp did not know the model or serial number of the clinician programmer that was used at the time of the event as the event occurred at an infusion center. The hcp did not know why [the prescribing doctor] wrote a prescription for 1000 mcg/ml as opposed to 2000 mcg/ml. The hcp sent a new order to the patient¿s infusion company, and the patient¿s pump programming would be updated to 1000 mcg/ml. The hcp did not know if the infusion center had updated the patient¿s programming yet.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was previously receiving baclofen with concentration 2000 mcg/ml at a dose rate of 236.6 mcg/day via an implantable pump for an unspecified indication for use. The pump was currently administering baclofen with concentration 1000 mcg/ml at a dose rate of 118.3 mcg/day. It was reported that the patient was previously on baclofen with concentration 2000 mcg/ml. On (B)(6) 2019, an hcp wrote a prescription in error for baclofen with a concentration of the 1000 mcg/ml to be put in the pump. They did fill the pump with baclofen with concentration 1000 mcg/ml on (B)(6) 2019, but kept the programming at 2000 mcg/ml drug. The patient had no withdrawal symptoms or any issues. There had been a refill since this, but they filled it with 1000 mcg/ml and kept the programming at 2000 mcg/ml. They were questioning now how to correct this in programming. It was being considered that the patient's dose currently was 118.3 mcg/day of baclofen ((taking 236.6 mcg divided by 2000 mcg/ml = 0.1183 ml x 1000 mcg/ml (true concentration in the pump) = 118.3 mcg/day). How to program this in the pump was being discussed. No patient symptom was reported. No further patient complications have been reported as a result of this event.